Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set tubing disconnected from the twist sleeve which resulted in a leak. This occurred during draining for peritoneal dialysis therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye was performed and noted the silicone tubing was separated from the dark blue female connector. The reported condition was verified. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.